Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was used to complete the procedure? =>no further information is available. Was the surgery completed successfully? =>no further information is available. Was the surgery delayed due to the issue? =>no further information is available. Was there any alleged deficiency noted with the suture during the surgery? Please explain =>no further information is available. Could you please confirm if these lot numbers are correct? =>these lot numbers (plm046, pm6422) are possible lot numbers. A manufacturing record evaluation was performed for the finished device lot pm6422, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke during interrupted suturing. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/12/2020. Corrected information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pm6422; expiration date: 10/31/2024. Date of mfg.: 11/13/2019. Batch plm046, expiration date: 9/30/2024. Date of mfg.: 10/1/2019. A manufacturing record evaluation was performed for the possible finished device batch numbers plm046 and pm6422, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/12/2020. H3 evaluation: one empty open labeled winding former and one needle-suture piece of product were received for analysis. During the visual inspection of the opened needle/suture, the swage and attachment area were noted to be as expected. However, marks could be observed on the body needle and the end of the suture piece was cut and appeared to be by the use of surgical instrument. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test could not be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.